Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator was reading 183 ppm during a pacer 180 ppm verification test. There was no patient involvement.